Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Alleges hitting a bump in his house causing scooter to tip over, land on him, and he broke his hip.

Manufacturer narrative:
A field service technician evaluated the device. The device is working properly. The end user backed up into bricks surrounding a bird cage in his home and tipped scooter on its side.

Event description:
Alleges hitting a bump in his house causing scooter to tip over, land on him, and he broke his hip.